Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
Following treatment of a lesion with a diamondback coronary orbital atherectomy device, imaging was performed and showed a successful result with no vessel issue. During post dilatation with non-compliant balloons, high pressures were used and a perforation occurred. Balloon tamponade was performed to address the perforation and it appeared to be resolved. During balloon angioplasty in other areas of the vessel, the perforation re-opened. Stents were deployed and blood thinners were reversed, however this led to clotting in the right coronary artery and blood thinners were re-introduced to address this. The patient lost pulse and a temporary pacemaker was inserted. The patient was recovered but it was reported that the patient later expired.